Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found reddish color observed under the pebax, a second closer inspection was performed and reddish material & a hole on the surface of pebax sleeve. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that when the thermocool® smart touch® sf bi-directional navigation catheter was inserted, the thermocool® smart touch® sf bi-directional navigation catheter was not displayed. When patch was checked, not all green patches were on screen. The issue was resolved by suppressing the back patch. After that, the same issue occurred an additional three (3) times. It was resolved two (2) times with the same previous method, and once with natural resolution. Then, when the pulmonary vein isolation (pvi) procedure was about 80% completed, the contact force sensor error occurred. The cable was changed but the issue did not improve. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The issue intermittently occurred from before the brockenbrough (bb) method through to the end of the procedure. It was reported the thermocool® smart touch® sf bi-directional navigation catheter was the issue. Patch error was, finished without replacement, sometimes stopping the procedure. Suspected the possibility of a defective patch unit and requested technical repair. The procedure was successfully completed without patient's consequence. On 4/24/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a reddish color under the pebax. This finding was assessed as not reportable since it appeared the device integrity was maintained. On 5/20/2020, during a second visual analysis, it was found that there was a reddish material & a hole on the surface of the pebax sleeve. Internal parts were observed exposed. The issue of a ¿hole¿ on the surface of the pebax was assessed as MDR reportable. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/20/2020, and reassessed this complaint as MDR reportable.